Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits heavy calcification in the cusp area of all three leaflets. At the free margins, calcification is minimal to moderate at leaflet 2 and leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 2mm. Host tissue is heavy at the stent inflow and minimal to moderate at the stent outflow. At the outflow aspect, a tear is noted at leaflet 3 commissure 3 that measures to 2-3mm. The tear did not penetrate the entire thickness of the tissue. Cut out in the sewing ring exposed the wireform, most likely due to explant. The x-ray demonstrates calcification. Evaluation method: x-ray. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Reportedly, as per sales rep, a 3000 25mm valve was explanted due to stenosis after approximately 72 months of implant duration. No operative report will be provided.